Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, the hospital where the patient was contacted the help desk. The smartview status light did not change from orange to green. The device was powered off and on again. Wirex communication was stable, but the status led remained orange. On (B)(6) 2021, same as the previous day. When the power of the wirex was turned off and on again, the transmission/reception red led did not light up at all, and three reception levels lighted up immediately. A failure at the wirex level was suspected. The state of smartview did not changed. The hospital checked the connection systembut there was no problem. A replacement wirex was shipped to the patient's home. On (B)(6) 2021, the smartview was still not communicating. After replacement, 3 signal strength leds were lit on the wirex. On (B)(6) 2021, the home monitor state was still the same. After a while, the pit button turned red. This device was replaced and proper communication and data transmission could be observed.

Event description:
Reportedly, on (B)(6) 2021, the hospital where the patient was contacted the help desk. The smartview status light did not change from orange to green. The device was powered off and on again. Wirex communication was stable, but the status led remained orange. On (B)(6) 2021, same as the previous day. When the power of the wirex was turned off and on again, the transmission/reception red led did not light up at all, and three reception levels lighted up immediately. A failure at the wirex level was suspected. The state of smartview did not changed. The hospital checked the connection system but there was no problem. A replacement wirex was shipped to the patient's home. On (B)(6) 2021, the smartview was still not communicating. After replacement, 3 signal strength leds were lit on the wirex. On (B)(6) 2021, the home monitor state was still the same. After a while, the pit button turned red. This device was replaced and proper communication and data transmission could be observed.